Manufacturer narrative:
This case was reported as a result from an ilet experience study. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported from an ilet experience study that a beta bionics ilet user sustained a hyperglycemic episode reaching a peak of 392 mg/dl. User did not report any dka or ketones and did not require any further assistance to treat. The ilet was eventually able to regulate blood glucose.